Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿small volume of peri-implant liquid with no clinical relevance¿, and ¿oval and circumscribed nodule with low signal on t1¿ on the right side. The device remains implanted.

Event description:
The device has been explanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿small volume of peri-implant liquid with no clinical relevance¿, and ¿oval and circumscribed nodule with low signal on t1¿ on the right side. The device remains implanted.